Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire was not returned which may have aided in the evaluation. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. If the lesion was calcified and/or the vessel was tortuous, it could have contributed to the reported guide wire separation. Reportedly, the tip remains in the patient and the patient was transferred to another hospital where they may undergo surgery to remove the separated tip. However, as there was no information available regarding the case, a conclusive cause could not be determined. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
Reportedly, during use of the whisper guide wire in a coronary sinus, the tip of the whisper guide wire became detached although there was no reported resistance. The tip remains in the patient so the patient was transferred to another hospital where they may undergo surgery to remove the separated tip. The patient was doing fine post procedure. No additional information was provided.